Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middleweight universal ii guide wire was inserted into the non-abbott microcatheter outside the patient anatomy. The guide wire kinked and may have separated. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported kink and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire core kink and separation appears to be related to case circumstances of the procedure. In this case, it is likely that manipulation and/or inadvertent mishandling during advancement through the microcatheter, the core kinked and separated. The core fractured faces at the separation were noted to be jagged as if kinked prior to separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.